Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010, the por severity is low. The device should be able to fully recover after the reset. The diagnostic information is consistent with the event.

Event description:
It was reported that the device experienced a reset. The device was reprogrammed and remains implanted. No patient complications have been reported as a result of this event.